Event description:
The user facility sent the evis exera ii ultrasound gastrovideoscope to an olympus service center for repair with a report of no insufflation. The device was evaluated by the service center and the reported insufflation issue was confirmed. Additionally, the evaluation found there was a gap of adhesive on the distal end of the scope. This report is being submitted for the reportable malfunction of gap of adhesive on the distal end of the scope. There was no report of patient or user harm due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided by the user facility.

Manufacturer narrative:
In addition to the gap of adhesive on the distal end of the scope, inspection and testing of the device found the light guide cover lens was scratched and the probe acoustic lens was damaged. The nozzle was clogged, and the insertion tube was peeling off. The scope cover was peeling off. The top of key #1 was cut, the distal end was deformed, and the universal cord showed chemical damage. The angulation knob was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.